Event description:
A 4 fr micropuncture utilized to access right femoral artery. Hub detached from introducer during insertion. Introducer was removed from artery by physician doing the procedure. No pt harm. Reason for use: access femoral artery prior to sheath insertion.